Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. The suspension arm¿s cap fell down on the floor. We decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or injury. As it was stated by the service technician, the customer¿s biomedical engineer inserted the cap back in place so the issue has been solved. It was established that when the event occurred, the surgical light did not meet its specification due to detachment of suspension arm¿s cap, what contributed to the event. According to provided information the device was not being used for patient treatment upon the event occurrence. Review of received customer product complaints related to investigated issue, revealed that there were no serious injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure rate of detachment of suspension arm¿s cap is very low. According to the subject matter expert on the manufacturing site, despite limited details, the most probable root cause of this incident has been established as an incorrect mounting of the end cap after a maintenance or repair. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights - hled. The spring arm cap fell down on the floor. We decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.